Manufacturer narrative:
Additional information determined the following device code is also related to this event. (B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp). The pump was alarming prior to the patient's refill because the patient had missed and/or rescheduled their refill appointment no less than three times. In the hcp's opinion the pump alarmed due to non-compliance.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 843.7 mcg/day) via an implanted pump. The indication for use was stiff man's syndrome and intractable spasticity. On (B)(6) 2015 it was reported that the empty pump alarm was occurring. The patient had not missed a pump refill. The pump was being refilled; no additional intervention was planned. The hcp wanted to know if they needed to prime the system because the pump was empty. The patient had no symptoms.